Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection the clip of the device did not come out even though there was remaining clip(s). The handle could be squeezed but the device could not be loaded. There was no patient injury.